Event description:
On or about (B)(6) 2022, decedent underwent placement of the angiodynamics port, reference number (B)(4), lot number 5732866. The device was implanted by (B)(6), for the purpose of ongoing chemotherapy. On or about (B)(6) 2022, decedent presented to (B)(6) 2024, with complaints of chest pain and shortness of breath. Decedent was diagnosed with pleural effusion and an infection. Due to decedent's positive blood cultures, her medical team determined that the defective port had to be removed and should not be replaced. On or about (B)(6) 2022, dr. (B)(6), m.d., removed decedent's defective port at (B)(6).

Manufacturer narrative:
The reported complaint description of 'patient infection' cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue during device use. A device history record (DHR) review of the indicated packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records for device packaging lot were reviewed, with no issues observed. Labeling review: the directions for use (dfu) item number 14600340-01 that is provided in the reported kit contains the following directions and precautions: contraindications · presence of infection, bacteremia, or septicemia. Warnings · the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. · contamination of the device may lead to injury, illness or death of the patient. Precautions · carefully read and follow all instructions prior to use · after implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. · if more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interaction. Potential complications · bacteremia · catheter thrombosis · death · inflammation · infection · thromboembolism · thrombophlebitis · tunnel infection · vascular thrombosis a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).